Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon investigation of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR-0002023141 - 2020 - 00039.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the unknown biomet implant's hex fractured and was consequently explanted and the site grafted. It was reported also that the patient suffered bone loss as a result of the event.